Event description:
Inappropriate ICD shocks, oversensing, and lead failure were reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed. Other: inappropriate ICD shocks, oversensing, and lead failure were reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, oversensing, shock, inappropriate.

Event description:
Inappropriate ICD shocks, oversensing, and lead failure were reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Further information received from an attorney alleges patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective lead. Attorney also alleges the patient "has sustained and will continue to sustain severe emotional distress, mental anguish".